Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the patient came to treatment area to have PICC checked as states it was blocked yesterday with the district nurse. PICC line measuring ok external length 19.5 , no blood return but when I flushed it with nacl 0.9%, the flush came out of the exit site. PICC line then removed as there was a hole in the PICC line. PICC line flushed when removed and hole in line confirmed. No harm to patient caused however patients chemotherapy will now be deferred until a new PICC line is placed as per consultant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just proximal of the 5 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the patient came to treatment area to have PICC checked as states it was blocked yesterday with the district nurse. PICC line measuring ok external length 19.5 , no blood return but when I flushed it with nacl 0.9%, the flush came out of the exit site. PICC line then removed as there was a hole in the PICC line. PICC line flushed when removed and hole in line confirmed. No harm to patient caused however patients chemotherapy will now be deferred until a new PICC line is placed as per consultant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the patient came to treatment area to have PICC checked as states it was blocked yesterday with the district nurse. PICC line measuring ok external length 19.5 , no blood return but when I flushed it with nacl 0.9%, the flush came out of the exit site. PICC line then removed as there was a hole in the PICC line. PICC line flushed when removed and hole in line confirmed. No harm to patient caused however patients chemotherapy will now be deferred until a new PICC line is placed as per consultant